Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient suffered a broken stem extension at the junction of the tibial plate. The patient, who was implanted with a tm tibial cone on (B)(6) 2015, underwent a revision surgery where all associated components were revised on (B)(6) 2016. Note that the only product that is of zimmer biomet (B)(4) design control is the tm tibial cone; all other components are of zimmer biomet (B)(4) design control. Additionally, the tm tibial cone is not reported to have failed or malfunction as it was removed due to its connection to the broken stem extension.